Event description:
It was reported that the patient presented for a pacemaker change procedure. During the procedure, it was noted that the pacemaker set screw was difficult to remove, and subsequently the right ventricular lead failed to disconnect from the header. The set screw appeared damage and stripped. The lead was cut, and the pacemaker was successfully explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis found that the calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Once the blood removed from the setscrew inset, a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the torque wrench at the time of implant.